Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch delica lancing device does not fully penetrate the lancet. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the morning on (B)(6) 2012. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. According to the csr's documentation, the patient denied taking any action in response to the reported lancing device issue and subsequently, the patient developed symptoms of dry mouth and frequent urination the following day (at 12:30pm). The patient however, denied receiving any form of medical intervention/treatment after the reported issue began. At the time of troubleshooting, the csr noted the patient has had the subject lancing device for two days, there was no misuse of the lfs product, and the patient was using the correct lancets (per owner's book recommendation). The alleged issue remains unresolved. A replacement lancing device was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.